Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellamap orion high resolution mapping catheter was used in a paroxysmal atrial fibrillation ablation procedure. After mapping was performed with the orion catheter, ablation was started with a non boston scientific catheter. After 20 min of ablation the patients blood pressure decreased. A ultra sound was performed and a pericardial effusion was noted. The ablation procedure was concluded. A cardiac surgeon took over the lead of the procedure and placed a chest tube to avoid tamponade. Surgery was performed to repair the lesion around the left superior pulmonary vein. No further patient complications were reported. The device is not expected to be returned for analysis.